Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had prime anomaly. Blood glucose was 9 mmol/l. Customer reported she is not able to finish loading process. Customer stated they are unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. Advise customer the pump will need to be replaced. Advise customer to discontinue use of the pump and revert to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.